Event description:
Physician called to inquire about compass recall and to report a pt incident of infection. According to the physician a pt had been receiving both prefilled heparin and prefilled saline syringes mfg by baxter. The pt has recently been diagnosed with sepsis and blood culture revealed the causative agent was enterococcus fecalis. After speaking with the physician, he stated he does not feel the recall and the infection are related; however, he felt compelled to contact co. The pt had a peripherally inserted central catheter (PICC), which had been in place for 6 weeks, is chronically ventilator dependent with a concurrent pseudomonas upper respiratory infection. The PICC was removed upon receiving the blood culture result. The physician additionally provided the pt frequently has urinary tract infections, for which the current culture shows no organism seen, and additionally the pt had been experiencing abdominal pain in the last two weeks. No add'l clinical details available for this report.